Event description:
Iridocyclitis [anterior uveitis]. Case description: spontaneous device report. A physician reported that a pt underwent in 2003 cataract surgery with phacoemulsification using viscoelastic irrigating solution and intraocular lens was implanted (ceeon 911a 22.0 d). The immeidate post-operative period was uneventful and the pt had good visual recovery. As a post-operative routine, the pt was treated with an anti-inflammatory dexamethasone eye drops in a tapering dose for a period of four weeks. 2 months later, after cessation of dexamethasone therapy, the pt developed iridocyclitis with moderate to severe anterior uveitis. The pt was put on another course of dexamethasone eye drops with tapering dose again starting with four times daily and reducing over four weeks. The following month the pt recovered.